Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jun-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that physical damage was found between the cubies in one drawer. A field service engineer assisted the customer using remote support services. It was observed that the lids of a few cubie pockets were broken. The customer confirmed that medications would be assigned or loaded later using a new pocket. To test the repair, the customer checked the drawer functionality using the application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es physical damage between cubies. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.